Event description:
The user facility reported, a resident was performing surgery under supervision of another surgeon. The surgeon tried to activate the cutter using the foot pedal; however, the cutting action did not function. The vitrectomy cutter had previously been functioning correctly but stopped cutting while it was in the eye. Aspiration continued and traction on the vitreous caused a retinal tear. The procedure was aborted and the pt was taken to another facility for further treatment. Though requested, no additional info was received.

Manufacturer narrative:
The user facility quarantined the millennium unit as well as the "backup system". On an unspecified date, it was reported that the user facility had a third party service review the equipment. "No problems" were found with the function of the millennium or the mve console. At this time, the user facility has not indicated whether they intend to release the device to bausch and lomb for evaluation. A supplemental report will be filed should the device become available for investigation.